Event description:
It was reported that prior to a breast biopsy procedure, the device allegedly had a foreign material. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe was returned for evaluation. During visual evaluation, the probe appeared to have residue and was received with the aperture approximately completely closed. The sample chamber and vacuum assembly were not returned. The proximal retaining cap was glued to the probe. No damage was noted to the rear housing. The aperture was manually opened and it was noted that unknown residue was within. It was noted an unknown material appeared on the aperture. Under microscopic observation, unknown residue was noted on the aperture and trocar tip. One electronic photo was provided and reviewed. Photo shows the foreign material present on the trocar tip and aperture of the encor probe. This is evident for the reported foreign material in encor biopsy probe. Based on the photo review and sample evaluation, the investigation for the reported foreign material is confirmed. A definitive root cause for the alleged foreign material could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 10/2022), g3, h6 (method). H11: h6 (result, conclusion).

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2022).

Event description:
It was reported that prior to a biopsy procedure, the device allegedly had a foreign material. There was no patient contact.